Event description:
The nurse at the hospital, reported that while observing a surgery procedure, she noticed that the surgeon had problems with the serfas probe. The surgeon noticed that the tip of the white plastic broke. He removed the parts and completed the surgery.

Manufacturer narrative:
Additional information will be provided, once investigation is completed.